Manufacturer narrative:
Qn#(B)(4). The reported complaint for "catheter ruptured during procedure" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " catheter ruptured during procedure". No additional information surrounding this issue has been received. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " catheter ruptured during procedure".no additional information surrounding this issue has been received. At the time of this report, the customer has not returned our requests for additional information.